Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 42 months ago. It was reported a recent CT demonstrated that the pt has disease progression resulting in aortic neck dilatation. The stent graft has migrated approximately 13 mm and there was a type I endoleak. The physician implanted an aneurx 28 proximal aortic cuff and the migration and the endoleak were resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak). Conclusion: (disease progression resulting in aortic neck dilatation).